Event description:
The pt underwent implantation of a synchromed pump and catheter in 2000 for intrathecal infusion of bacofen and clionidine for intractable spasticity and pain. The hcp suspected the pump of intermittent delivery and the pt underwent explantation of the pump in 2000. Another pump was implanted on the same date. The explanted pump was returned to the MFR for analysis.